Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported doctor's visit and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient visited the health care practitioner's (hcp) office due to high blood glucose (bg) levels of 20 mmol/l (360 mg/dl) while wearing the pod between 1 and 4 hours. The cannula was found to be bent after pod removal. As treatment, the doctor administered a manual insulin injection into the patient's abdomen.